Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit customer was advised to remove the set to examine the cannula. Customer found out that the cannula is bent. The customer was advised that the alarm may be due to bent cannula. The customer was advised to change the entire infusion set. The customer declined because she is at work and doesn't have replacement.